Event description:
It was reported that this right atrial (ra) lead exhibited noise. No oversensing was observed. The lead was revised during a device changeout procedure. No additional adverse patient effects were reported. This lead remains in service.